Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a motor error alarm during rewind. It was also reported that motor error alarms were noted in the device's alarm history. The customer's blood glucose level was reported to be normal, and did not require further treatment. Nothing is being returned or replaced at this time.